Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product identified the dovetail was flared and the device showed signs of repeated use (nicked/gouged). The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices: persona cruciate retaining articular surface left 10mm catalog #: 42512000410 lot #: 63960932, persona cemented stemmed tibial component catalog #: 42532005801 lot #: 65020513. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00077.

Event description:
It was reported that during knee arthroplasty the surgeon attempted to insert a 10mm articular surface on the tibial base plate, however, the device would not seat. The surgeon attempted to use another 10mm articular surface, however, the same issue occurred even after washing the articular surfaces and checking the tibial base plate for soft tissue and cement. An 11mm articular surface was opened and used without issue. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.